Event description:
It was reported that the customer was treated by the paramedics for low blood glucose levels of 30 mg/dl. The customer was shaking, confused and belligerent. The customer was then taken to the hospital with a blood glucose reading of 485 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. It was also stated that the customer's glucose meter was 60 points off when compared to the glucose meter at the hosp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.